Event description:
Complainant alleged that during functional testing, the device displayed a "defib fault 72", "pacer fault 121", "pacer fault 122" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.